Event description:
During the implantation procedure, after turning the rv setscrew on this pacemaker there was no pacing or capture. Therefore, the device was not implanted. A new symphony was successfully implanted.

Manufacturer narrative:
(B)(6) 2010 the analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2010. The analysis on this device is pending.

Event description:
During the implantation procedure, after turning the rv setscrew on this pacemaker there was no pacing or capture. Therefore, the device was not implanted. A new symphony was successfully implanted.